Event description:
Product analysis was completed on the generator on (B)(6) 2015. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.821 volts, verifying an eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. No anomalies exist and the end-of-service (eos) condition is an expected event.

Event description:
On (B)(4) 2015 it was reported that the patient was scheduled for surgery due to the generator nearing end of life, ifi=yes. During surgery on (B)(6) 2015, a vbat warning was received and system diagnostics were not able to be completed. Reviewing the x-ray prior to case revealed a taut lead without any visible strain relief or loop. The patient had significant growth around the generator and lead, which was coiled behind the generator. The surgeon said the patient's parents felt he was in pain when he turned his neck to the right, and he could see the lead stretching under his skin when he did this in his office. The surgeon dissected around the lead, so that the extra lead body could be placed superior to the generator. Two system diagnostic tests, one outside, the other in the chest pocket, revealed good impedance of 2460ohms. Additional information was requested but not received to date.

Event description:
It was reported in clinic notes dated 6/8/15 that the patient¿s mother has noticed that neck range of motion is limited, possibly by the length of the vns wires. Clinic notes also mention that the patient¿s device has reached end of service and that it keeps disabling itself. The physician reported that the decreased range of motion was first reported by the mother on 05/15/2015. No x-rays were taken. The intervention taken was that the patient was referred to a vascular surgeon. Although surgery is likely, it has not occurred to date.

Event description:
The explanted generator was received for product analysis on 09/10/2015. Product analysis is still underway and has not yet been completed. The surgeon believes that because the initial implant was put more laterally, as the patient grew the battery moved inferiorly. Enhanced fibrosis around the generator and lead was an end result.